Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0406 captures the reportable event of cutting wire kinked.

Event description:
It was reported to boston scientific corporation that an ultratome xl was being prepared for use in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat common bile duct stone to be performed on (B)(6) 2025. During preparation, after unpacking, it was found that the device was seriously deformed. A photo of the complaint device was provided and showed that the working length was twisted, and the cutting wire was kinked. The procedure was completed with another ultratome xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultratome xl was being prepared for use in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat common bile duct stone to be performed on (B)(6) 2025. During preparation, after unpacking, it was found that the device was seriously deformed. A photo of the complaint device was provided and showed that the working length was twisted, and the cutting wire was kinked. The procedure was completed with another ultratome xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0406 captures the reportable event of cutting wire kinked. Block h11: investigation results the returned ultratome xl was analyzed, and a visual inspection found that the working length was kinked and twisted, the wire was kinked, and the tip was damaged. Media inspection was performed based on the photo provided by the complainant where was possible to observe the device with the working length severely twisted and kinked, the cutting wire kinked and with the tip damaged. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire kinked was confirmed. The results of the analysis performed on the returned device found that the cutting wire was kinked. It is most likely that as part of the device manipulation during preparation an excess of force was applied in order to get the device out of the package, during mandrel removal, if the handle was rotated several times or if the device had contact with a hard surface. The damages observed in the device suggest that it was handled roughly. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.